Event description:
It was reported that the patient was in a motor vehicle accident on 2014 (B)(6) and since then they had been unable to charge their implantable neurostimulator (ins) or connect to it with their programmer. The ins discharged shortly after the accident. The patient could not remember when the last successful charge was and noted that the ins was not working anymore. The patient saw a neurosurgeon who recommended that the patient see a manufacturer representative and get their device jump started. The patient was experiencing pain. The patient met with a manufacturer representative and they were unable to connect to the ins with a recharger, programmer, or clinician programmer. A physician recharge mode was performed for approximately 20 minutes and the recharger showed a power on reset (por) message then rolled to the normal recharging session. The patient charged for another 1.5 hours and got their ins up to 50%-75% charge. The ins was then interrogated at it showed message ¿33¿ that it was discharged. They tried to connect to the ins with the programmer and that showed that the ins needed to be recharged. They then went to charge again and the recharger showed that the ins was depleted to 0-25% charge. The patient charged up past 25% and they interrogated the device with the clinician programmer. This time a message ¿39¿ was shown indicating that the device had just recovered from overdischarge. They also saw a por message of 0x3608. This was a collection of pors and consisted of an 0x2000 stack overflow, 0x1000 illegal instruction/crc error, 0x400 parity error, 0x200 watchdog timeout, and a 0x8 voltage too low post-overdischarge. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3888-33, lot# v394049, implanted: 2010 (B)(6); product type lead product ID 3888-33, lot# v383867, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information was reported indicating that the patient was involved in a car accident that occurred over a year ago and did not use it for a while after that. It was not recharging right after the accident so they met with their manufacturer representative who worked on it at the clinic with the patient for four to five hours and rest it. That day it was still not holding a charge. It was noted that they may turn it on but when they woke up in the morning it was already down by two to three bars for the ins battery and it was believed it was discharging when the ins was turned off.

Manufacturer narrative:
(B)(4).